Event description:
Oscor ventricular lead model rx58tbv implanted 09/20/90 performed well with good thresholds and a resistance of 430-527 from implant through 10/17/96. On 1/24/97 the resistance fell to 351 ohms and the ventricular lead exhibited oversensing and inhibition. The pt was complaining of new onset dizzy spells over the past few months. The lead was surgically replaced on 2/7/97 due to bipolar insulation failure.